Manufacturer narrative:
The product was returned six years later following a standard device replacement procedure for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was determined that the rv defibrillation had damage to the insulation; which was believed to have contributed to the reported observations of inappropriate shock.

Event description:
Boston scientific crm received information via a post-market study that this device was identified as having at least one episode of noise/artifact. The noise was oversensed and resulted in at least two seconds of pacing inhibition. The device delivered inappropriate shock therapy. It was determined that a right ventricular (rv) defibrillation lead malfunction caused the event. Technical services advised adjusting sensitivity to least until a lead revision is performed. To date, there have been no reported adverse patient effects associated with this clinical observation.